Event description:
Patient's bilateral nephrostomy tubes were exchanged at this facility by interventional radiology (ir). The patient then went to a nursing home. Patient readmitted here a few days later, and her creatinine the next day was up to 7.7. The ir physician's assistant (pa) noticed that the patient's nephrostomy tube bag had been connected upside down, and therefore patient's urine was not draining. This is what caused the patient's creatinine level to increase. Many staff members had seen this patient and had not noticed that this bag was upside down - this is due to a design failure in which either end of the bag is able to connect to the patient's tubing. Although there is a label on the bag marked "top" - it does not stand out, and cannot be seen if the bag is flipped around, etc. Even though the tubes at both ends look slightly different, it is concerning that both are able to connect which is why it was not picked up on right away when the patient came back to the hospital. The bag was flipped upside down at the nursing home, not at this facility.